Event description:
According to the facility, on (B)(6) 2026, the bovie cord shorted and the raytec caught fire and dropped to the floor and water was used to stop the fire.

Manufacturer narrative:
According to the facility, on (B)(6) 2026, the bovie cord shorted and the raytec caught fire and dropped to the floor and water was used to stop the fire. Facility reports there was a blemish on drapes with no issues with integrity, tegaderm was placed over the area, the surgery was completed and no injuries to the patient. Facility also reports no medical intervention or follow-up care needed. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.